Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
06/17/2022 17:19:04 pst ice batch user (batch_ice), phone: (B)(6), complaint: (B)(4), complaint status: in process, mdt initial contact: (B)(6), taken by: landrc5 sent email to local rep (B)(6), refused to t/s- will deliver bolus initial notes: error code 15 inquired what led up to the complaint. Customer response: patient called in to report all his programmed data on his pump was deleted. He said he was just asleep and when he woke up his got the date and time on his pump to be set and there was no data saved on his pump anymore axx/exx, e13/a13, e22, e52/a52 alarms t/s per dop114-950. Assisted customer in reviewing alarm hx. Customer states the alarm received was e15. Expl alarm and possible causes. Customer reports they were able to clear the alarm(s). Did customer receive request to rewind: yes customer able to complete rewind. Error table indicates the pump should be replaced. Adv to discontinue use of the pump. Adv to revert to their backup plan as per hcp instructions. Adv the pump will need to be replaced. Expl oow rpl policy. Customer's outcome pertaining to the complaint: will send por to local rep for possible pump upgrade additional notes: as per error table, pump should be returned on 1st occurrence. Pump is oow. Advised to revert to back- up plan and speak to his hcp asap. Patient agreed. Ship: nothing / return: nothing country: (B)(6), city: (B)(6), zip: (B)(6) input date: 06/17/2022, warranty start: 02/21/2017 warranty end: 02/20/2021 batch - pcr453248h